Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels and no delivery alarms. The reported blood glucose reading was 431 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. The customer removed the infusion set, and the cannula was bent. Advised the caller to have the customer change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.